Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime. The customer stated that she was trying to bolus when she received the alarm, cleared the alarm, tried to bolus again with a new infusion set, but the insulin pump alarmed no delivery again. The customer's blood glucose was 134 mg/dl. The customer was advised to disconnect from the device, disconnect the tubing and reservoir, then to reconnect the tubing and reservoir. She verified that insulin exited with a manual plunger push. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. She reported that the insulin pump alarmed no delivery during troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.